Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 4.6 inr. Within 33 minutes, a sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.9 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated and did not receive a change in medication based on the meter result. The patient is currently in stable condition. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is as needed, based on inr results. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has had no changes in warfarin medication since (B)(6) 2018. The patient is not taking any new medications, has no diet changes, and has no new illnesses. The patient has no signs of bleeding or bruising. The patient did not have a special or unusual diet. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 353500) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 1.3 inr, qc 2: 1.3 inr, qc 3: 1.3 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.1 - 1.5 inr). All measurements were without error messages. The maximum difference between measurements was 0%.